Event description:
The lead was partially removed due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. The cathode tip remains implanted. Explant method: intravascular, superior, femoral technique/tools: direct traction, direct traction with locking stylet, dotter basket/snare, sheath(s) no complications.